Event description:
A hospital in another country reported that the autofeed humidification chamber malfunctioned such that both primary and secondary floats failed. (This type of malfunction causes the water to exceed the limit line potentially overflowing into the breathing circuit).

Manufacturer narrative:
Method: the returned device was visually inspected, and held upside down. We held the chamber upside down to determine whether the floats were able to freely move. Results: we observed that the chamber's aluminium base had a small bow or depression in it. When the device was turned upside down, the primary and secondary floats appeared to be stuck to the base of the chamber. The floats were jammed in the down position leaving the water valve open. The floats being unable to move would not have been able to control the water level. Based on the small bow in the chamber base and similar complaints received previously, the device most likely sustained impact due to being dropped, prior to use. Conclusions: the malfunction reported was most likely related to user handling, and is related to the reported event. We are aware of other similar complaints reporting failure of the float mechanism causing overfilling. The occurrence rate of this type of complaint is approximately 0.001% worldwide for the last year. We have an open CAPA item to address such complaints and put measures in place to reduce and/or prevent reoccurrence. The instructions for use indicates the correct water level, and advises the users to replace the chamber should the water exceed the limit line.